Event description:
In the hospital they are using reamers for orthopaedic surgery and discovered debris between the coils. It is impossible to remove the debris so that the instrument is clean before sterilization as it is stale and adhered to the coils. The hospital will have to buy the same type of reamers with the risk of the same problem-because they are the only device suitable on the market for this particular surgery-have they had any complaints? Obviously the equipment is not sterilized. Hospital would appreciate advice.